Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had some missing parts on the half-moon terminal of the white system controller connection. A bent pin on the mobile power unit (mpu) side was also noted. The mpu and system controller both were returned. There was alarms associated with the reported issue. No log files were available. No pictures of damage were available. The alarms associated with the reported issue were not identified. These alarms resolved with replacing the mpu and system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a bent pin in the mobile power unit (mpu) patient cable was confirmed via evaluation of the returned mpu. The unit was received at the service depot on (B)(6)2025. Visual inspection revealed a bent pin in the white lemo connector of the patient cable. This pin corresponds to the shield signal for the system controller. The unit was not repaired per customer request. The mpu was then forwarded to the product performance engineering (ppe) department for further analysis. Upon receipt to the ppe department, pin 8 was straightened to continue with testing. The mpu was connected to the returned heartmate 3 system controller, serial number (B)(6), and a mock circulatory loop and the unit functioned as intended. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed, and the records reveal that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on (B)(6)2022. The heartmate 3 instruction for use was available for use at the time of the event. Section 3, entitled ¿powering the system¿, provides instruction on how to connect the system controller to the mobile power unit (mpu). To avoid possible damage to the power cable connectors when exchanging power sources, it is important to ensure the half-circles inside both connectors are aligned before joining them together. The heartmate 3 instruction for use section 8 ¿equipment storage and care¿ gives instruction on how to care for and clean all equipment including the mpu. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.